Manufacturer narrative:
The hydra irrigation tubing set was in use with a medivators 24-hour connector, which does not include a check valve. Therefore the only back flow valve was on the hydra irrigation tubing set. It was determined upon testing of the returned device that the valve did not function properly. Subsequent testing of this lot found no other units exhibiting this issue. Endochoice has recommended to the site that they utilize single-use connectors that include back flow valves.

Event description:
A user reported that liquid gastric contents back-flowed into the irrigation tubing during a gastroscopy. There was no patient impact. An olympus 190 gastroscope was in use with mediators endogator 24-hour use irrigation port connector and the endochoice hydra irrigation tubing set. Submission of this report does not, in itself, represent a conclusion that medical device caused or contributed to an adverse event.